Event description:
It was reported that the system 9800 intermittently displays a low ma error. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was initially verified. Following that the failure could not be duplicated. The reported issue is still under investigation. A follow up report will be filed when additional details become available.